Event description:
It was reported that the customer had low blood glucose levels of 50 mg/dl. The customer reported treating by eating and taking a glucose tab. The customer reported an off no power alert from the insulin pump. The customer further reported that there was no low battery alert prior to the off no power alert on the insulin pump. The customer was advised to install a new alkaline battery. The customer was advised to monitor the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert back to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.